Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with glucose decreasing to 50 mg/dl for about one hour after a preceding elevated glucose, in the context of missed meal announcements and user-driven pauses of the ilet when perceiving falling glucose; the device provided low and urgent-low alerts, and the event was managed at home with oral glucose (orange juice). Symptoms included no reported clinical effects such as loss of consciousness or dizziness. Outcomes included no need for assistance from others and no professional medical intervention or hospitalization. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed user-related factors including missed meal announcements and manual pausing of the device as plausible contributors to the hypoglycemic event. It was concluded that the device functioned as designed by issuing low-glucose alerts, and the event was likely related to use conditions including missed meal announcements and user pausing behavior.